Event description:
It was reported that the patient presented during clinical follow-up. Upon interrogation, it was noted that the right ventricular lead(rv lead) exhibited failure to capture. It was also reported that the rv lead's sensing amplitude decreased over the past 6 months. The reported lead was capped and replaced on (B)(6) 2022. The patient was in stable condition.